Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of inappropriate high voltage therapy were observed on the device after the device incorrectly diagnosed supraventricular tachycardia (svt). The device was reprogrammed in order to more accurately discriminate for svt and the patient's condition was stable.